Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface, void >1 mm in non-textured, one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease smooth and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:one opening crease smooth assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device has been explanted.